Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient was lost to follow-up. At a device check, the device was found to be in end of life (eol) battery status, with a monitoring voltage of 2.41 v and a charge time of 32 seconds. Subsequently, the device was explanted and returned for analysis. The device had been implanted for approximately 56 months, with no known allegations against the performance of the device.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.